Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal inspection of the device completed and found blue contaminant observed on rear panel, grey/brown dust-like contaminants and hair like object found in top enclosure in accessory module port and inside face, brown contaminant found on top enclosure near sd card port, grey particles observed on flow sensor seal, white dust-like contamination found on blower box, and black particles and brown sticky substance observed inside bottom enclosure. Also found, slight corrosion of power connector p4, orange contamination observed on bottom of blower box, white dust-like contamination observed on top of blower, evidence of liquid ingress observed on bottom of blower, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with multiple contamination within the device and liquid ingress consistent with blower. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.